Event description:
A customer reported a connection issue uv flash transfer set during use. The customer stated that a bent spike was found when the patient tried to connect a y-set to the spike by a clean flash. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The cause of the bent spike was undetermined.

Manufacturer narrative:
(B)(4). Baxter received one used set with no cap on spike and no cap on patient connector in reference to connection issue. Set was visually inspected and noted that the tip of the spike was bent slightly inward and body of spike was bent backwards. Set contained a hole at base of spike. No other visual defects were noted. The complaint was confirmed in the lab for connection issue. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.